Manufacturer narrative:
As part of the evaluation that was performed (and reported on the previous follow up medwatch), a review of the design drawings was conducted with results as follows: the associated drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard (316ss), which is an appropriate material for an instrument component of this type. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that the probe of the depth gauge for 2.0mm and 2.4mm screws broke off during surgery. It snapped off at the base of the device. It was a clean break with no other fragments. No piece of the device fell into the patient. The part that broke off was about 4cm. There was no delay in surgery. A replacement part was available immediately for a seamless transition to the new device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history evaluation was performed. The investigation of the complaint articles has shown that: lot no: 6196108, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 10-aug-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. An additional service evaluation/review was performed. The customer reported the needle broke off. The repair technician reported the tip broke off. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 11-aug-2015. The evaluation was confirmed. An investigation summary was performed. (B)(4). This complaint investigation summary is confirmed and approve. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.